Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file review captured abnormal pump stops while connected to the power module, indicating a potential issue with the percutaneous lead. The issue only occurred while tethered to the power module. An increased in power was also observed in the log. As of 03nov2022, no cause for the pump stops or power increase had been confirmed but it was noted that they were likely due to clot dislodgement from the outflow graft. The patient was asymptomatic aside from low flow alarms. The patient received fluids, 2 pressors, and inotropes. The patient remained inpatient on hospice. It was additionally reported that there were no changes to patient condition, anticoagulation status. Or pump parameters that would have contributed to thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was later reported that the pump was disconnected and decommissioned, and that patient expired on (B)(6) 2022 due to systolic heart failure. The patient's death was considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (suspected thrombus, pump stops / low speeds, power elevations, low flow alarms, and patient outcome) cannot be conclusively determined through this investigation. A direct correlation between the suspected thrombus and the elevated pump powers, low flow alarms, and pump stops / low speeds could not be conclusively established through this evaluation. The submitted log file contained events on 01nov2022 spanning from 09:38:46 to 09:43:44, per the timestamp. Throughout the log file numerous pump stop/low speed alarms were captured as the rotor struggled to spin. This was associated with elevated pump powers in the 9.7-15.0 watts range, decreased pulsatility index values in the 1.4-3.5 range, and low flow alarms. Based on our complaint history and similarly reported events, this behavior could be indicative of potential device thrombus; however, a specific cause for the change in pump parameters cannot be conclusively determined. (B)(6) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists adverse events, which includes thrombus, and death, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The instructions for use notes that pump flow is estimated from the pump power and states pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document contains important warnings related to pump stops, as well as outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii left ventricular assist system instructions for use also contains important warnings related to pump stops, as well as outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.